Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that the ins was removed due do a possible infection. The patient was given antibiotics. The healthcare provider (hcp) will re-evaluate re-implantation of a new ins upon the completion of the antibiotic. The rep was unaware of diagnostics run. The issue was resolved.